Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2012; 5076-45 implantable pacing lead implanted: (B)(6) 2003. (B)(4).